Event description:
It was reported that the implantable cardiac monitor (icm) recorded an episode that appeared to be undersensing. Also, the device recorded a second episode that appeared to be electro-magnetic interference noise. It was noted that the patient "gets electrical treatments frequently" and that no symptoms were reported for the episodes. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.